Manufacturer narrative:
(B)(4). Approximate age of device ¿ 63 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump stopped while the patient was undergoing an unspecified procedure on (B)(6) 2016. At the time the pump stopped, the doctor was pressing down on the patient's abdomen with some force. The pump reportedly stopped for a few seconds and then resumed operation as soon as the force was removed. The patient was reported to be asymptomatic during the event. Additional information was requested but not provided.

Manufacturer narrative:
The report of a pump stoppage was confirmed based on the information contained in the submitted system controller log file; however, a specific cause for the event could not be conclusively determined. The patient remains ongoing on lvad support and no further alarms were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.